Manufacturer narrative:
The customer service reviewed the instrument logs and instructed the customer to replace the sample probe. The sample probe (list number 08c94-47) was considered the likely cause. Part replacement resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the probe (list number 08c94-47) was replaced by the customer. Tracking and trending review determined no trends were identified for the part and analyzer. Product labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency for the architect I 2000sr analyzer (sn(B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for a patient. The patient sample generated a result of 3927.63 iu/l (positive) and repeat result of less than 1.2 iu/l (negative). There was no impact to patient management reported.